Event description:
It was reported that (1) device was used duirng a laparoscopic cholecystectomy. It was reported by the affiliate that the tvc55 instrument locked out. There was no consequence to the pt. The device is discarded.